Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal and a damaged air detector. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the upstream occlusion seal and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was missing a battery stabilizer. During physical inspection, it was found that the air detector was damaged and the upstream occlusion seal was buckled. There was no patient involvement, no patient injury was reported.